Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. The insulin pump was received with cracked case on display window corners, minor scratched liquid crystal display window, cracked reservoir tube, cracked reservoir tube lip and cracked battery tube threads.

Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 121 mg/dl. Customer stated that the inuslin pump may have been exposed to moisture. Advised discontinuation of the insulin pump. Nothing further reported.